Event description:
On (B) (6) 2009 the patient reported that she had returned the piston rod of her infusion device while the insulin cartridge was in place. She was instructed to remove the insulin cartridge by unscrewing the cartridge from the piston rod. She removed the adapter and infusion tubing from the insulin cartridge and stated that she spilled 160 units of insulin in the cartridge compartment of the infusion device. She was advised to switch to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.